Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter balloon was deflating into a ring around the catheter that was causing it to get stuck inside the patient. This occurred on 2 separate units on 2 separate patients and one of the patients needed to have the balloon removed by a urologist .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter balloon was deflating into a ring around the catheter that was causing it to get stuck inside the patient. This occurred on 2 separate units on 2 separate patients and one of the patients needed to have the balloon removed by a urologist.

Event description:
It was reported that the temperature sensing foley catheter balloon was deflating into a ring around the catheter that was causing it to get stuck inside the patient. This occurred on 2 separate units on 2 separate patients and one of the patients needed to have the balloon removed by a urologist. Per additional information received via email on 26jan2023, it was stated that the customer had two more instances in the last month where staff had reported that they had difficulty deflating the foley balloon.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although an exact root cause could not be determined a potential root cause could be balloon material did not shrink quickly enough. The lot number was unknown; therefore, the device history record could not be reviewed. Labelling review was not required as the correct product catalog number for the reported product was not provided. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.